Event description:
It was reported to the manufacturer by the end user, per the end user, patient threw their legs over the lower part of the bed and fell. The patient was not injured. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.